Event description:
It was reported that during an unrelated surgical procedure for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the physician thought they had nicked this electrode. Technical services (ts) was consulted on how to test it, ts discussed an impedance test and a commanded could be performed. However, ts discussed that even with that testing there is the risk that the insulation breach is not exposed during shock test. This electrode remains in service. No adverse patient effects were reported.